Event description:
It was reported via repair work order that the unit stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed stopped working due to a faulty cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation performed by customer which determined the bed was not working due to a cpu board malfunction. Issue resolved by shipping new cpu for customer to install.